Manufacturer narrative:
Device history records was conducted. The report indicates that the DHR 04.614.508 lot 7654270 released 6/27/14, general machine manufactured the ti locking screw, p/n 04.614.508 for synthes (B)(4). The suppliers c of c (dated 6/2/14) indicates that the parts were manufactured to revision ¿d¿ and met all required specifications. The parts were inspected and conformed to (B)(4) (incoming inspection dated 6/3/14, final inspection dated 6/20/14). There were no mrrs or ncrs associated with the production of this lot. A manufacturing investigation action was conducted/performed. The report indicates that: the part was received sealed in a sterile pouch. The bottom of the part shows signs of rubbing/scraping, and some of the stardrive lobes appear damaged/scratched/dented/stripped. In two places, the outer threads appear to be cut/scratched/damaged. At the time of original manufacturing, this lot of ti locking screws conformed to all required specifications. Product evaluation determined that the part conforms to dimensional specifications where verifiable. Based on the unknown root cause and the evaluation performed, the complaint condition is confirmed but not related to a manufacturing cause. Because the complaint condition is not related to a manufacturing cause, prm review is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report addresses the post-operative loosening of the locking screw. The event of revision surgery is captured in the report 2 of (B)(4). Additional device product codes: mnh and mni. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an x-ray taken on (B)(6) 2015, revealed the implanted rod migrated and the locking screw synapse was loose. The initial surgery was performed on (B)(6) 2015. Revision surgery was performed on (b)(46 2015, and the surgeon confirmed that the rod migrated and the locking screw synapse was cross threaded (not tightened properly) when he opened the wound. The surgeon removed the reported locking screw synapse and inserted another locking screw synapse instead. The surgeon confirmed no cross-threading occurred after tightening during the revision surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when device became loose and migrated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.